Event description:
Reporter indicated, that device diagnostic testing at office visit on 03/16/07 resulted in high impedance reading, indicating possible device malfunction. The pt reported, that nine days earlier, device stimulation "did not feel right" and that the following day, she experienced feelings of irregular or erratic stimulation. It was reported that on 03/16/07, system diagnostics testing was within normal limits, indicating no discontinuities in the system. Repeat testing four days later, yielded high impedance on the system diagnostics testing, indicating possible device malfunction. X-rays reviewed by MFR showed no anomalies. No adverse event was reported in conjunction with the high impedance condition. Revision surgery is likely.

Manufacturer narrative:
X-rays reviewed by MFR. Review of x-rays by MFR did not reveal any anomalies in the vns therapy system. Device malfunction is suspected, but did not cause or contribute to death or serious injury.